Event description:
It was reported that the air detector is loose, and the downstream occlusion is damaged. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one device was returned for analysis. Visual inspection found a degraded downstream occlusion (dso) seal and a loose air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a degraded dso seal. As a result, the dso seal was replaced along with the air detector. Service history review had no indication that the complaint was related to a service of the device within the review period.